Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported slow processor which was reproduced. The cause was determined to be a failed processor. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a slow processor during testing. There was no patient involvement. No additional information is available.